Event description:
It was reported that the customer was involved in a car accident related to low blood sugar. A pump log review was performed, and the pump is functioning as intended. The log review confirmed that the customer¿s blood glucose was 55 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.